Event description:
It was reported that the patient had to "cycle their neurostimulator" several times and indicated that "it would just shut itself off for some reason." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4); lead model 3093-28 lot# v011356 implanted: (B)(6) 2006 explanted: na.

Event description:
Additional information received from the hcp reported that the cause of the event was a low battery. The battery was replaced, there was no patient injury, and the patient did not require hospitalization.